Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that the electrocardiogram displayed an inappropriate ventricular pace. Upon interrogation, it was noted that the rv lead exhibited loss of sensing and capture at maximum outputs. A chest x-ray confirmed that the lead had dislodged. A lead revision procedure was scheduled. No adverse pt effects were reported and no specific measurements were provided. No additional info is available at this time. If additional info becomes available, this report will be updated.